Event description:
Feeding tube placed 1/17/1999 with difficulty. Physician used laryngoscope and mcgill forceps to place. After placement, tube had to be frequently irrigated with hot water and pancreatic enzyme to maintain patency. 1/28/1999 rn noted odor of feeding solution on pt's breath. X-ray was obtained and revealed tube to be fractured. Pt was taken to endoscopy where distal aspect of tube was retrieved.